Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival on site, the fse exercised the iabp on a test catheter & patient simulator without issue. The fse then stated that the service logs did record multiple "gas loss in iab circuit" alarms. Both the console and the cart passed the helium leak test. The pim module, drive manifold and fill manifold leak tests all passed. The fse was unable to duplicate any issue or failure with the iabp console. The fse also stated that the doppler storage bin hinges were found to be fractured. Damaged storage bin chassis was replaced in the hospital cart. The fse then complete full pm performed with full calibration, functional testing and electrical safety checks to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a gas leak. There was n patient injury.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a